Event description:
The field service engineer reported that the touchscreen was cracked. It was unknown how the issue was found. No patient or user harm reported. Per the diagnostics performed by the engineer, the significant log was downloaded. No further details were provided. The service engineer replaced the touchscreen to resolve the issue. The device was returned to service.

Manufacturer narrative:
Additional information received regarding this event has led to the conclusion that no device malfunction occurred therefore, this is no longer considered a reportable event. Service engineer (se) confirmed the screen was cracked. Customer indicated the screen was cracked by the se during preventive repairs that were being performed for the enclosure field correction order. Patient/user involvement: the device was not in use at the time of the reported event. No patient or user harm was reported.